Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 19-sep-2025. Investigation summary bd received five samples and four photos for investigation. Upon visual inspection, it was revealed that two of the five samples failed due to gel air bubbles. The customer photos displayed four different tubes that had been processed, with one tube showing an abnormally thin separation barrier. No retained samples were pulled for this investigation as they would not add new information or change the results of the investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect gel quantity. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, there were an unspecified number of tubes with insufficient gel. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® sst¿, there were an unspecified number of tubes with insufficient gel. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.